Event description:
On 12/10/98 pt underwent right knee arthroscopy lateral meniscal transplant. Distal femoral osteoctomy right. Meniscal allograft bone graft was also used. Flexion stopped at 95-100 degrees on 2/26/99. On 3/10/99 pt underwent arthroscopic lysis of adhesions and manipulation. On 3/12/99 screws were found broken and screw heads were removed. Portion of screw broken in the femur was left in.